Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Highest blood test in memory - 128 mg/dl. Caller states her normally ranges from 70-90mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (128) and the lowest normal result (70) is located in zone b/c. No adverse event reported.